Event description:
Customer reported an altitude alarm with the pump, which led to suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer followed instructions from technical support to clean the pump and reconnect the cartridge, successfully resuming insulin delivery after the issue was resolved. Technical support provided additional guidance to prevent future altitude alarms.